Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported tandem use of a high frequency jet ventilator (hfjv) implies that the hfjv is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. The measured inspiratory values would be as per the set parameter values but the measured expiratory values would include the values of the hfjv and therefore, the measured expiratory values would not reflect the parameter settings and will lead to generation of appropriate alarms, for example low/high o2 concentration. The use of a hfjv in tandem with the ventilator has not been tested, approved, or recommended for use with this ventilator system. Therefore the consequences of its use with our ventilator are unknown. The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The air gas module was installed in a ventilator for simulated use testing. No alarms were generated or other problem occurred during the test. The air gas module was working as expected. Evaluation of the received device logs shows that the matching event on (B)(6) at 22:28, had two alarms for low o2 concentration. The pre-use check was confirmed to be successful before the event. As the air gas module was working as expected, it has not been possible to determine the root cause of the reported event but the use of hfjv in tandem with the ventilator is the most likely contributing factor.

Event description:
It was reported that a ventilator was not delivering the set o2 concentration when connected in tandem with jet ventilator. There was no patient harm. Manufacturer ref.#: (B)(4).